Manufacturer narrative:
There was no medication/intervention associated with this incident. User error was involved in this event since the treatment parameters applied by the operator were not followed per the clinical reference guide. The device was evaluated and functioned as intended. Patient's bruising is an expected side effect from the ipl procedure, but the scar is anticipated to be a permanent injury. Therefore, this is a reportable event.

Event description:
Patient developed areas of bruising and a scar on the leg from an ipl procedure.